Event description:
Clinical registry. Same patient as MFR# 6000093-2006-01655, -01657. It was reported that 254 days following a coronary artery drug eluting stenting treatment procedure, the patient expired. The index procedure treated one target lesion. The patient presented with an acute myocardial infarction. The lesion had 100% in-stent restenosis, 2.75mm in diameter, 70mm in length and was located in the second obtuse marginal (om). The physician pre-dilated the lesion at 12 atms and reduced the stenosis to 95%. The physician deployed three taxus express2 stents (2.50x20mm, 2.75x28mm and 2.50x24mm) in an overlapping fashion. The lesion was post dilated and the results were 0% residual stenosis with timi-3 flow. The patient was discharged the following day on plavix and aspirin. At 254 days after the index procedure, the patient expired. The cause of death per the facility was due to a myocardial infarction and coronary artery disease. It is unknown if the target vessel was involved in the death and an autopsy was not performed.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient, therefore, no analysis could be performed. The manufacturing records for top assembly batch 7302389 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.